Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There was no button error alarm during testing. The device had normal operating currents. The device was monitored and there were no unexpected failed battery test alarms had occurred during testing. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a broken belt clip slot, and a stained end cap sticker.

Event description:
The customer called in to report a button error alarm and a failed battery test alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.